Event description:
It was noted that the patient's interstim therapy had not really helped her at all/ no luck with it (maybe in the beginning it worked for her but then maybe not) and now when she decided to turn it on and try the therapy out again she was getting a nerve issue sensation inside her left cheek which occurred approx. 3 days ago when she turned back on her ins. It was noted it may be coming from her sciatica which the patient had on the right side of her body. The patient had interstitial cystitis and incontinence issues. Stimulation in the wrong location was noted. When the patient sits down in a chair and the stim is on she can feel the stim in her left leg and it bothers her. The patient told the doctor about it but nothing was ever really done but she was told to turn down the settings to avoid that sensation. It was noted there was an issue regarding the patient programmer. The patient was not able to adjust stimulation. The patient saw a low battery icon and she also saw the software/splash screen. The patient wanted to turn her ins off to see if the issue in her left cheek would subside but she could not get her patient programmer to work. After the patient changed the batteries the patient programmer was functioning properly. The patient was then able to turn her ins off. Follow up information reported that the patient still had concerns regarding their device therapy but was working with their physician and manufacturer¿s representative. It was also reported that the patient initially wanted to know when she was implanted. Implant date was reviewed with the patient. The patient noted it's only been 2 years, seemed like forever. The patient had questions regarding battery needing to be changed out in 5 years. It was reviewed that longevity is different for each patient due to different settings and usage for each patient. The patient noted never having therapeutic effect. The patient didn't know if her device was working. The patient met with a manufacturer's representative approximately 6 months ago and he put her on program 4 and stim set at 1.4. The patient never changed it since then. The representative told the patient she could change her settings. The patient noted if stim gets up too high, especially when she is sitting with her legs propped up, she can feel stim down into her toes, but it didn't do that now because she doesn't have stim set up high. The patient had interstitial cystitis and incontinence, "a double whammy", constant leakage, especially when she coughed, and didn't know if device was working for her. The patient noted her hcp (healthcare provider) told her she would never have to wear a pad again. The patient noted that is not true, she still has to wear them and at times she has to get the really long and heavy ones. The patient will wake up in the morning and she is soaked, if she coughs, she will dribble. The patient noted nothing had changed since implant and all these issues had been going on since implant. The patient wanted to know if she were to increase stim, would it work better and also do patients ever stop wearing pads. The patient noted she used to change her programs, she used to be on 3, 2 and now 4, but stated this is an old program. The patient walked herself through changing programs on phone with patient services and tried program 1, but stated it was not good, too sharp. The patient noted she will have to play around with it, hadn't done this for awhile. The patient did increase stim to 1.5 and stated she will leave it there and see what happens. The patient noted she was more prone to get infections when you have ici, she gets the urinary now and then, that's when she notices she can't control it, just comes out. The patient noted when she has that under control, don't have that, could be coming up the yard and all the sudden feels like you have to go and it's just "shoosh", crossing legs waiting, as she lets go, it flows out. A couple of times she will be in her car driving and she will stop at the store and get out of the car and she's all wet, she didn't feel anything, didn't know anything, twice that had happened, but that hadn't happened for awhile now. Had happened this year, "it's weird, it just flows." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v609382, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(6), product type: programmer, patient. (B)(4).